Manufacturer narrative:
The customer reported that they did receive a desat alarm at the mp70 monitor but was not transferred to the pic ix. The patient's real time monitoring data was visible at the bedside monitor, which is the primary patient monitoring device. The customer care solution center representative stated that the problem could not be reproduced. Testing of the device confirmed it worked as designed/intended. The customer care solution center representative was informed that the customer had placed the device back in service. A review of the provided audit logs indicated that alarms were generated and most of them were silenced at the central station. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Event description:
The customer reported that they did receive a desat alarm at the mp70 monitor but was not transferred to the pic ix. The patient's real time monitoring data was visible at the bedside monitor, which is the primary patient monitoring device. This is being reported as a serious injury. The patient was transferred to the ICU. No additional information is available.